Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly was extremely difficult to prime, leading to tendinitis in its users.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the driver was not returned for service and repair. Therefore, the investigation is inconclusive for difficult to set-up or prepare during priming as the driver was not available for functional evaluation and no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown if procedural and device maintenance issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the device allegedly was extremely difficult to prime, leading to tendinitis in its user. The user reportedly treated the tendinitis with physical therapy and anti-inflammatory medication. It was further reported that the user is no longer experiencing symptoms of tendinitis.